Manufacturer narrative:
.

Event description:
Procedure type: unk. According to the reporter, while fitting the device for the procedure a metal part detached. The metal part was collected quickly. No pt injury was reported. No further pt or procedure details were provided.